Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that medication is not delivered during injection, also the patient end of cannula is too short with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported by the consumer that nothing comes out during injection. Additionally, consumer reports that he thinks the needle is shorter as compared with other needles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication is not delivered during injection, also the patient end of cannula is too short with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported by the consumer that nothing comes out during injection. Additionally, consumer reports that he thinks the needle is shorter as compared with other needles.